Event description:
It was reported to philips that the system could not start up. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, fse found that the host pc power supply was failed. To resolve the issue, the fse used another power supply to the host pc and performed functional tests, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.